Manufacturer narrative:
The lot number is currently unknown.

Event description:
Information was received that cadd administration sets - flow stop leaked. There were no adverse events reported.

Manufacturer narrative:
Other, other text: device evaluation- one sample was received for evaluation. The device was inspected with no discrepancies identified. The device was given functional testing and was found to function as expected with no leakage. The reported issue was not confirmed with the returned sample. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The bonding operations and segregation of non conforming product were being performed as per procedures. This device type is sampled for tube bond inspection and measurement at regular intervals.